Event description:
Additional information was received. It was confirmed that the patient weight was asked for but is unknown. There was a quantity of only 1 instrument involved in this event. This information was confirmed to be true with the site.

Manufacturer narrative:
H3) the perc pin instrument (9733236) was returned to the manufacturer for evaluation. After visual and physical examination, the reported issue was confirmed. The returned perc pin was bent at the tip. The cross pin was broken off and there was tool marks on the back end. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no delay to the procedure. This contradicts what was previously reported.

Manufacturer narrative:
This event was previously documented in regulatory report 1723170-2024-02284. All future updates will continue to be documented in this report, regulatory report #1723170-2024-02353. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that the perc pin was stuck during surgery. The piece that the slap hammer connects to broke off when trying to slap out the perc pin, and it was not able to be removed. The orthopedic surgeon was called in to help with removal, and after several minutes and attempts, they were able to remove the pin without harm to the patient. The length of the delay was less than 1 hour. There was no impact on patient outcome.